Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device was removed intact from the patient's body and that break occurred during handling after the procedure.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two (2) pieces. Microscopic and tactile examination revealed numerous kinks in the hypotube and distal shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04744 and 2134265-2015-04745. Reportable based on device analysis reported on 20-aug-2015. It was reported that shaft kink occurred. The 99% stenosed target lesion was located in the distal right coronary artery (rca). A 28mm x 5.00mm taxus liberte stent was selected for use and advanced to treat the lesion; however, resistance was encountered upon advancing the device and the stent failed to cross the lesion. Upon removal of the stent delivery system (sds) from the ostial rca, the stent was dislodged. A 2.00mm x 15mm emerge balloon catheter was attempted to be used to treat the dislodged stent but the balloon catheter failed to cross the lesion. The balloon was removed and the dislodged 28mm x 5.00mm taxus liberte stent was deployed into place. Subsequently, a 5.00mm x 12.00mm taxus liberte stent was selected for use to treat the target lesion. Initially, the physician attempted to use a 145, 5-in-6 guidezilla guide extension catheter to cross the lesion; however, the guide extension catheter shaft was kinked. The guide catheter was replaced with a new one and the 5.00mm x 12.00mm taxus liberte stent was advanced to treat the lesion. Again, resistance was met while advancing the 5.00mm x 12.00mm taxus liberte stent to the lesion. When the stent was retrieved to the location next to the previously dislodged 28mm x 5.00mm taxus liberte stent, the 5.00mm x 12.00mm taxus liberte stent was dislodged. The physician then used a non-specific balloon catheter to dilate and deploy the dislodged 5.00mm x 12.00mm taxus liberte stent into place. Another 20 x 4.50mm taxus liberte stent was selected for use and advanced but still failed to cross the target lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.